Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed self-test and unexpected restart error test. The insulin pump was unable to download to the carelink software due to displayable history crc check failed alarms in the alarm history screen due to corrupted history file. No external ram crc error alarm or unexpected restart alarm noted. The insulin pump had cracked case at the display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed unexpected restart, signal too low, and spanish software anomaly. The caller observed these alarms in the alarm history. The caller did not know the blood glucose reading. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.